Manufacturer narrative:
The product is not available for evaluation. The device history records were reviewed and no deviation or issue were detected. Lot was manufactured according to specification.

Event description:
Surgeon was performing irrigation and aspiration during the cataract procedure when the silicone tip become dislodged and the metal of the handpiece scrapped the capsule. There was no patient injury.